Event description:
A surgeon reported that during a surgical case, there was a footswitch error and the system displayed a system message. The system was exchanged and the surgeon was able to complete the procedure. No harm or impact to the patient was reported.

Manufacturer narrative:
Product evaluation: a company rep recommended the customer replace the footswitch. The footswitch has been received for further in-house eval. Root cause: a root cause has not been identified. The root cause will be reassessed upon completing the investigation. It is anticipated that the investigation will be complete within 60 days from the date of this report. Actions taken: no action is planned at this time. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).